Event description:
An ophthalmologist reported that 12 knives contained in custom paks were dull. There was no pt harm reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. A lot history search could not be done because of the lack of info that was provided. Root cause cannot be determined. (B)(4).